Manufacturer narrative:
Reason for non-evaluation: to date the intraocular lens (iol) remains implanted. The manufacturing record review indicated that the production order was manufactured according to specifications. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿visual disturbance¿ when this production order was manufactured. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient who had an intraocular lens (iol) implanted (B)(6) 2012, is seeing radiating blue lines and ¿cannot stand it¿. It was stated that the reported radiating blue lines are significantly affecting the patient's daily activities. The doctor confirmed that the lens was in good position and a yag posterior capsulotomy for minimal pco, (posterior capsule opacification) was performed thinking this may have contributed to the reported patient complaint; however, the capsulotomy did not improve the patient's symptoms. The doctor was asked about residual refractive error, topography findings and exam findings, such as corneal irregularity, signs of dry eye and/or lid disease. A review noted that amo had not heard of this specific type of complaint in a patient who has an aspheric monofocal lens prior to this report. The symptom was undoubtedly due to something that could be found in a clinical exam. The doctor indicated he would conduct a more thorough exam, specifically looking for the source and treating aggressively for lid disease and dry eye. The doctor indicated that he would keep amo apprised of his findings.